Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardiovascular (cv) procedure kits were leaking on the water side. This has been an intermittent issue. The device was not changed out as the case finished with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
After the cardiovascular (cv) procedure kits were tested at the manufacturer's site, it was determined that the leak may be due to the hardware. The suspect component is the water supply conducer bracket. The suspect bracket is a non-serial numbered part.